Event description:
Customer reported encountering ongoing intermittent occlusion alarms which caused blood glucose levels to exceed a safe range displaying as "high" a specific value was not provided. There was no adverse impact to the customer¿s blood glucose level. Customer managed the situation by administering a correction injection and later resolved the issue by changing the infusion set and cartridge, allowing them to resume insulin. Frequent occlusion issues were noted, and a replacement pump was sent to resolve the issue.